Event description:
This complaint was rec'd by (B)(4) on (B)(6) 2012 from (B)(6) for product 2 way standard sil foley catheter size 14x10. Customer complaining: " balloon - impossible to deflated".

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). Based on available info, our med determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.